Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connections, sheath, coil, and burr were microscopically and visually inspected. The annulus of the burr was flared and damaged/not rounded. It is probable that the rotating burr came into contact with the guidewire during the preparation leading to the damaged annulus and the reported fractured rotawire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11602. It was reported that wire detachment occurred. The target lesion was located in the calcified right coronary artery. A 330cm rotawire¿ and 1.50mm rotalink¿ plus were selected for use. During preparation, when trying to match the rotational speed, the wire was noted to be detached while moving the rotating burr for about 10-15 seconds. Another wire was used and tried to cross, then replaced with a normal wire, but it was unable to cross easily. Re- wiring was performed for more than 2 hours. When they attempted to perform rotablation again, the physician felt an abnormality of the burr. The device was replaced with a new one and performed ablation without any issue. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years and above. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11602. It was reported that wire detachment occurred. The target lesion was located in the calcified right coronary artery. A 330cm rotawire¿ and 1.50mm rotalink¿ plus were selected for use. During preparation, when trying to match the rotational speed, the wire was noted to be detached while moving the rotating burr for about 10-15 seconds. Another wire was used and tried to cross, then replaced with a normal wire, but it was unable to cross easily. Re- wiring was performed for more than 2 hours. When they attempted to perform rotablation again, the physician felt an abnormality of the burr. The device was replaced with a new one and performed ablation without any issue. No patient complications reported.